Manufacturer narrative:
The fse went onsite and installed the spare speaker to the pic ix computer and verified normal operation with staff present. The pic ix speaker was replaced with part number 453564267331. The device was operational after repairs were completed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported that the speaker is not working and the users cannot hear the alarm. The device was in use at time of event, there was no adverse event reported.